Event description:
The customer reported via phone call that their insulin pump vibrated and alarmed no delivery. The customer's blood glucose was 114 mg/dl. The customer explained that there was still 3-4 lines of insulin left. When changing the infusion set, the insulin pump then alarmed no delivery. The customer was unable to perform troubleshooting because they were already changing the infusion set. The customer declined to return the infusion set and reservoir for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the insulin pump for analysis. The customer was successful in changing the infusion set without a no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.